Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned as of 6 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the relion® insulin syringe was damaged and the user wasn't sure if the insulin was delivered during use, as their blood glucose numbers were "in the high 200's" afterward. Lot#'s 0027372 and an unspecified lot were reported to have been involved in this event, although the number of occurrences for each was not specified. The following information was provided by the initial reporter: "consumer reported, when she removes shield, the needle is missing stated, when she looks into the shield, she cannot tell if anything is stuck inside stated, after her injection today, her numbers were in the high 200's stated, cannot be sure if she her insulin flowed out".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0027372, medical device expiration date: na, device manufacture date: 2020-02-14. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe was damaged and the user wasn't sure if the insulin was delivered during use, as their blood glucose numbers were "in the high 200's" afterward. Lot#'s 0027372 and an unspecified lot were reported to have been involved in this event, although the number of occurrences for each was not specified. The following information was provided by the initial reporter: "consumer reported, when she removes shield, the needle is missing. Stated, when she looks into the shield, she cannot tell if anything is stuck inside. Stated, after her injection today, her numbers were in the high 200's. Stated, cannot be sure if she her insulin flowed out."